Event description:
The customer reported the ventilator alarmed and shut down while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech inspected the device and found a code in the diagnostic log indicating that the unit restarted. He also found that the unit would not function on back-up battery. The service tech replaced the back-up battery and the unit passed per operating specifications.